Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The physician attempted to cross the target lesion with the 2.50x20mm taxus liberte stent, but could not cross. During the attempt the stent got flared. The procedure was completed with another of the same device. There were no complications reported and the pt condition was listed as "good".

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).